Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the patient's implantable pulse generator (ipg) could not be connected with the lead due to difficulties engaging the setscrews. Multiple attempts were made to connect the lead before replacing the device to complete the implant. The following day, the patient's right ventricular (rv) lead appeared to have dislodged as evidenced by no capture at programmed amplitude. Fluoroscopy prior to procedure did not reveal dislodgment. The rv lead was extracted, cleaned, and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The analyst commented that the returned device showed a damaged grommet and a loose/detached set screw.